Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's device stopped working about two years ago. Caller did not stated what she meant by stopped working but she stated that her healthcare provider found a medication that works better for her than the device. Caller stated that the device is just sitting in her body, non-functional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the external device, the programmer, was not working. Patient said it was never resolved. She tried to see the hcp but never could because appointment schedules didn't work for her. The patient said the device stopped working within the first year. No further complications were reported.